Manufacturer narrative:
.

Manufacturer narrative:
Correction: this medical device report #1020279-2014-00731 was filed in error. The event was previously reported and filed with the FDA on MFR report #1219602-2014-00300. (B)(4).

Event description:
It was reported that revision surgery was performed due to pain.